Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had an issues pertaining to compounding, alarms, and the flow of medication with the 7308 (250 cassettes) had been encountered. The device was in use at the time of the event. The pumps had been pulled and swapped out for a new pump. 21-7308-24 lots 6053962, 6026800, 6053967, 6026803.

Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.